Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that it was not clear at what stage, but the doctor found a kink at the hub at the front of the catheter, from which blood was leaking. It was noted that the proximal end of the shaft was kinked. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). There were no patient symptoms or complications associated with this event. The patient was undergoing intracranial percutaneous transluminal angioplasty (pta). It was noted the patient's vessel tortuosity was normal. The accessed vessel was the internal carotid artery with a diameter of 5mm. Additional information was received that the catheter broke at the border between the catheter and strain relief, and the leaking was from there. It was noted that the hub was not fractured, but the catheter body was.